Event description:
On (B)(6) 2013, the patient¿s mother contacted animas and alleged the following: the patient had diabetic ketoacidosis (dka) on (B)(6) 2013. The patient was hospitalized, was taken off the pump, and the blood glucose (bg) improved. Patient now using pump again and bg was good last night and is in 300mg/dl range, today with positive ketones. Patient and pump are not available at time of contact. Mom is requesting pump replacement and will call back for troubleshooting when pump is available. This complaint is being reported because a patient on pump therapy developed dka.

Manufacturer narrative:
Follow-up #1: date of submission: 02/11/2016. Device. Evaluation: the device has been returned and evaluated by product analysis on 02/05/2016 with the following findings: the black box begins on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates..#2. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Unrelated to the complaint, the battery compartment is cracked near the cover and cracked on the side at the threads. And the display screen has a pinkish contrast. Returned battery cap has stripped threads; test cap used for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.